Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter has ended alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed. A review of the share log was performed and a transmitter has ended alert was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a transmitter has ended alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.